Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, (B)(6) university hospital, (B)(6). It was reported that on (B)(6) 2012, a 19mm trifecta valve was successfully implanted to treat aortic disease. In (B)(6) 2019, valve degeneration was confirmed due to grade two aortic regurgitation. In (B)(6) 2019, it was decided to monitor the patient instead of intervening and the valve remained implanted. The aortic annulus was not dilated. The aortic surface was evaluated at 5.49 cm² (3.84 cm²/m²) without aortic valve disease. The maximum left ventricular aortic gradient was 22 mmhg (apically 5 chambers) and the mean left ventricular aortic gradient was 12 mmhg. The aortic velocity time integral (vti) was 12cm and the maximum aortic velocity was 235 cm/s. The patient status was unknown.

Manufacturer narrative:
As reported in a research article, regurgitation was noted on the valve after seven years of implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.